Event description:
Hcp reported the pt presented with an infection in 6/2001. The pump was removed, not replaced, and not returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.